Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the cup. Medical records were obtained. Medical records indicate heterotopic ossification. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Patient was revised to address elevated chromium level.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified side information from medical reports. Part/lot information was identified on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(6) 2014.

Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges pain. Doi provided. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013. Comment: there is a side discrepancy. The der states the right side, while litigation states the left. There is no indication of which side is the correct side or that the patient is bilateral. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Depuy still considers this investigation closed.